Event description:
Per rptr, um tries monitor the co2-moisture trap is mounted on the side of the monitor. This location allows for a situation to occur where if something else is placed up against the side of the monitor the gas analyzer sample line becomes mechanically occluded. Thus, after a pt is intubated one relies on the end tidal co2 to confirm endotracheal tube place, no co2 waveform is observed. This leaves the operator to make a decision on false info. This situation has occurred on more than one occasion. Rptr has discussed this with the MFR rep. Rptr's suggestion was a cage construction to protect the tubing as it inserts to the trap.